Manufacturer narrative:
The balloon catheter afapro28 with lot number 64811 was returned and analyzed. Visual inspection of catheter showed the device was intact with no apparent issue. Smart chip verification indicated the catheter was not used. The catheter passed the performance test as specification. During inflation and ablation phase a kink was observed on guide wire lumen inside balloon segment. The outer diameter of the balloon proximal bonding was within specification. Insertion and retraction tests were performed with no issues. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.